Event description:
It was reported that is implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedance measurements, measuring greater than 200 ohms. In addition, the electrogram (egm) shows low level noise on the right ventricular (rv) lead due to electromagnetic interference (emi) from the patients left ventricular assist device (lvad). This noise is not sensed by the device. Technical services (ts) was consulted and offered troubleshooting options. The plan is to discuss the findings with the physician. The device system remains in service at this time. No adverse patient effects were reported.